Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited sensing and pacing issues. It was noted that after the atrial lead was inserted it could not be fastened in the ipg header. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement triggered prior to device implant. The returned device had foreign material in the connector, a damaged connector, a grommet issue, and a damaged grommet. The returned device indicated foreign material on set screw, a set screw with a rounded socket, and a damaged set screw. If information is provided in the future, a supplemental report will be issued.